Event description:
On (B)(6) 2009, the pt reported that he tried to bolus 4 units of insulin for a meal via his insulin infusion device but was unable to. He stated his device is stuck on the stop screen and he sees a symbol that appears to be a padlock. He said he did not intentionally lock the keys. The pt tried to unlock the keylock several times but was unable to. He was instructed to insert a new battery as his current battery had been in use for about 1 month. He again tried to unlock the keys but could not. He stated he has dropped his infusion device but it has not had a hard mechanical impact. His device has not been exposed water. He said he does not attach the adapter and tubing prior to inserting the cartridge so his device has had insulin ingress. The pt was educated on the proper procedure to change the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.